Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. Causes for this type of damage range from excessive tugging or pulling of the catheter during use, improper securement of the external portion of the catheter, excessive tugging/pulling from the pt, accidental snagging during pt activity, and breakage during removal. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. Accidental catheter breakage resulting from tensile failure can occur at any time during initial placement or use. Due to the delicate nature of silicone tubing, the user is cautioned to always use care when handling the catheter. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
PICC line snapped at the point where the small tubing connects to the hub of the line. Rec'd confirmation that the line broke outside of the pt. The catheter piece did not embolize into the pt and was removed w/o any issues. There was no pt harm.